Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results the evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the procedure the angio-seal device came out. The physician confirmed the locked sound when the locator was inserted into the insertion sheath and then the angio-seal device was withdrawn. The angio-seal device fully came out of the insertion sheath and the hemostasis failed. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. There was no harm to the patient. The blood loss was less than 250 cc's. The procedure before deploying the device was ppi (permanent pace-maker implantation). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm.